Event description:
The patient was being treated with electrotherapy for lower back pain. During the treatment, the pt complained of a shock. The pt was being treated with the interferential electrotherapy waveform. The waveform intensity and setting could not be determined by the therapist. The therapist stated that the device "surged and the pt felt a shock". The therapist stopped the treatment and changed the waveform to premod. With premod applied the pt was comfortable and did not complain of the shocking sensation. The therapist then stopped and changed the treatment back to interferential. Upon changing back to interferential, the pt began to complain of the shocking sensation. The treatment was interrupted but the patient's progress towards recovery was not impeded. The therapist reported the electrode size to be 2x3.5 inches and rectangular in shape. The electrodes are typically used 10 to 11 times. The therapist could not verify whether the patient's skin had been properly prepped for the treatment. Pt 1 of 2.

Event description:
The clinician suspected that the electrotherapy device shocked a pt during treatment. The clinician reported that the treatment waveform being used during the event was the interferential electrotherapy treatment waveform. The event occurred at the start of the treatment prior to the output intensity being increased. The clinician did not report any pt injury due to the event. The clinician could not recall the details specific to the pt, electrodes, and other treatment. Pt 2 of 2.

Manufacturer narrative:
Awaiting return and eval of the device. Upon completion of the investigation, the FDA-MDR will be updated.